Event description:
Event description guidant received information that during the device replacement procedure, this lead exhibited intermittent atrial undersensing with vvi pacing at the lower rate limit, which caused the patient to experience pacemaker syndrome. The lead was then surgically abandoned and replaced.